Event description:
It was reported that the patient was hospitalized for lung cancer a week ago. For the requirement of chemotherapy, on (B)(6) 2014, the patient was inserted with manufacturer catheter, by PICC under the guidance of ultrasound. During the later using process, it was found that the coating on the seldinger guidewire near the tip was absent.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0626 showed no other similar product complaint(s) from this lot number.